Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs, which resolved the issue. The ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilator had an inoperable display alarm. The patient was not harmed as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.